Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was alerting that silence was off. Customer was advised that insulin pump would alert. Customer also reported that after having sensor on of two weeks, she only received one alarm, even thought blood glucose was 42 mg/dl and 400 mg/dl. Troubleshooting could not be performed as call was dropped.